Event description:
The user facility reported that during a patient procedure which included the use of a trufreeze console system, stomach distention was noted after the second spray. The doctor stopped the treatment and found a tear in the patient's stomach lining. Clips were applied to the site and the patient went into surgery later that day for a perforation. The patient has since been discharged.

Manufacturer narrative:
The patient was being treated for refractory barrett's in the esophagus and patient monitoring was reported to be difficult due to the patient's size. The doctor performing the procedure was utilizing a cryodecompression tube (cdt) during the time of the reported event. A steris product specialist was present during the time of the reported event and stated that blood was observed in the tube subsequently causing the procedure to be stopped. The packaging and the cryodecompression tube (cdt) utilized during the procedure was discarded and is unavailable for evaluation. As the tube is unavailable, the product could not be evaluated, and a root cause could not be determined. The instructions for use (IFU 1500509) states, the steris endoscopy trufreeze system consists of a trufreeze console and an active venting spray pack. The trufreeze console is to be used only with the active venting spray pack. The spray pack contains a catheter that transports cryogen from the console to the targeted ablation area and a cryodecompression tube (cdt). When used, the cdt and onboard suction source provide a means of active evacuation (suction) of nitrogen gas at the ablation site. Required equipment: high capacity, high flow suction canister. A three-year complaint review was conducted, and this is considered to be an isolated event. No additional issues have been reported.